Event description:
It was reported that this lead showed noise over-sensing and drops in pacing impedance too low, within range measurements. A lead challenge was suspected. Furthermore, the device was pacing at the maximum sensor rate due to the noise over-sensing. The field representative measured the noise height and sensitivity was reprogrammed around that value. This lead remains in service at this time. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).